Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element mr ous 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. A section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access has obtained via the femoral artery. The 80% stenosed, 2.50mmx20mm, concentric, de novo target lesion was located in the non-calcified right coronary artery. After a non-bsc wire crossed the lesion, pre-dilatation was performed at 12 atmospheres with a maverick balloon catheter. A 2.50x20mm promus element drug-eluting stent was then advanced for treatment. However, the device failed to cross the lesion despite many attempts and caused the stent to be damaged. The device was removed and the procedure was completed with small size promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access has obtained via the femoral artery. The 80% stenosed, 2.50mmx20mm, concentric, de novo target lesion was located in the non-calcified right coronary artery. After a non-bsc wire crossed the lesion, pre-dilatation was performed at 12 atmospheres with a maverick balloon catheter. A 2.50x20mm promus element drug-eluting stent was then advanced for treatment. However, the device failed to cross the lesion despite many attempts and caused the stent to be damaged. The device was removed and the procedure was completed with small size promus element stent. No patient complications were reported and the patient's status was stable.